Manufacturer narrative:
(B)(4).

Event description:
It was reported that ventricular lead noise was observed during a follow-up in clinic. Externalized conductors were also observed on this lead previously. The lead was capped and replaced. The asymptomatic patient was stable post procedure.